Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device sequestered at facility.

Manufacturer narrative:
The complaint device was received and evaluated; it is noted that the active tip (faceplate) is missing and was not received. The ceramic shows signs of having been activated, the active suction has eroded during use and there is a section of the active suction tube missing which also was not received; this is believed to have eroded away due to excessive use as opposed to having fallen off in the body. In conclusion: the active tip is missing, the ceramic shows signs of activation, and, the active suction tube has eroded during use, and the section that retains the active tip component is missing, indicating excess use of the device. The IFU states: ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode is excessive wear is noted.¿ we attribute the failure mode to technique, a user issue. At this point in time, no corrective or further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, the face plate at the working distal tip came off of the electrode and fell in the body. The fragment was able to be retrieved and the procedure was concluded successfully without further issue or harm to the patient. It is unknown if the facility will return the complaint device or not.

Manufacturer narrative:
The complaint device was received and evaluated; it is noted that the active tip (faceplate) is missing and was not received. The ceramic shows signs of having been activated, the active suction has eroded during use and there is a section of the active suction tube missing which also was not received; this is believed to have eroded away due to excessive use as opposed to having fallen off in the body. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. In conclusion: the active tip is missing, the ceramic shows signs of activation, and, the active suction tube has eroded during use, and the section that retains the active tip component is missing, indicating excess use of the device. The IFU states: ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode is excessive wear is noted.¿ we attribute the failure mode to technique, a user issue. At this point in time, no corrective or further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report device sequestered at facility.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, the face plate at the working distal tip came off of the electrode and fell in the body. The fragment was able to be retrieved and the procedure was concluded with another device successfully without further issue or harm to the patient. It is unknown if the facility will return the complaint device or not.